Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the static random access memory card and the u 20 chip, repositioned the wires on the high voltage cable. The service representative recommended replacement of the high voltage cable and adjusted the charging circuit. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.